Event description:
The customer reported an issue where they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence in their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including confirming that their supplies were not expired, stored correctly, and used appropriately. Despite these efforts, the cartridge change error persisted. Customer reverted to an alternate method of insulin delivery.